Manufacturer narrative:
The biomedical engineer (bme) reported the g7 monitoring unit (g7) had vertical static waveforms during patient use. The bme instructed clinical staff to reboot the unit to resolve the issue. The bme was unable to duplicate the issue on a simulator. No patient harm was reported. The issue began after the software was upgraded to sw 02-28. Nk technical service account manager (tsam) pulled logs for nkc to review. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), an attempt to the obtain information was made, but not provided: a2 - a6. B6 - b7. D10. Attempt # 1: (B)(6) 2024 emailed the bme for all information in the ni list above: the bme replied that the unit was not connected to a cns and did not have any other information requested.

Event description:
The biomedical engineer (bme) reported the g7 monitoring unit (g7) had vertical static waveforms during patient use. There was no harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported the g7 monitoring unit (g7) had vertical static waveforms during patient use. The bme instructed clinical staff to reboot the unit to resolve the issue. The bme was unable to duplicate the issue on a simulator. No patient harm was reported. The issue began after the software was upgraded to sw 02-28. Nk technical service account manager (tsam) pulled logs for nkc to review. Investigation summary: nihon kohden confirmed the issue was attributed to a software issue that occurred after upgrading the system from software version 02.27 to software version 02.28. The root cause was determined to be a software malfunction of the commercial rtos (kernel) used in the g5/g7 software (version 02.28). Kernel is a part of core software that manages and controls the operating system and a software malfunction occurred with kernel, leading to the reported issue. We asked the customer to complete a software update to version 02-27, which was completed and has had no reported problems since the update. Our nk tsams aided the customer with the software updates for the devices in use at the facilities and informed the applicable customers of these recommendations/actions for the customer. An analysis of trending for similar reported issues, devices, and facility history has been conducted, uncovering 16 (sixteen) similar complaint tickets within our system, originating from the kaiser west la and ontario locations. With all devices now running software revision 02.27, no further complaints have been reported to date. Trending will continue to be monitored for similar issues and devices. Attempt # 1: 04/05/2024 emailed the bme for all information in the ni list above: the bme replied that the unit was not connected to a cns and did not have any other information requested. **UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from csm-1702 to cu-172r. D4 additional device information / model #: corrected the model # from csm-1702 to cu-172r. D4 additional device information / catalog #: corrected the catalog # from csm-1702 to cu-172r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, applicable to the unique device identifier (UDI) information of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported the g7 monitoring unit (g7) had vertical static waveforms during patient use. There was no harm reported.